Event description:
Patient had orders to disconnect the jp drain earlier this year. Rn attempted removal and found resistance so they let the pa know who said doctor would be back in the morning to disconnect. Nurse practitioner came to disconnect the jp the following day and during removal it snapped. Patient was taken back to the operating room that same day to have the rest removed. It was removed with no injury to patient.